Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis, instructions for use (IFU) warns: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. "The IFU warns physicians to read all instructions carefully. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the patient." Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement.

Event description:
On (B)(6) 2013, the patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses, featuring the c3 delivery system. Post deployment of the trunk ipsilateral leg component it was noted that both renals had been covered. A relay balloon was used to successfully manipulate the trunk component back distal to the renal arteries. The contralateral leg component was then implanted and the procedure was completed. On (B)(6) 2013, control pictures showed that both renals were covered by the trunk ipsilateral leg component by approximately 1-2cm. The patient underwent re-intervention and a chimney technique was used to place a gore viabahn endoprosthesis in the left renal artery. The right renal artery was unable to be stented and remains covered. The patient is on dialysis but has lost the right kidney. It was reported that the c-arm was positioned correctly but the mark on the screen had been incorrect.